Event description:
The patient has 3 anchors (from the same lot) implanted as part of her scs system. It was reported, the patient experiences stimulation at the anchor site with stimulation off. The sjm representative met with the patient and was unable to reproduce the issue. The sjm representative indicated the patient has positional changes in stimulation. The patient was reprogrammed and instructed to contact the sjm representative if the issue occurs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.